Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 32mm/0 cat#06-3200; lot#73183201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's right hip was revised. A poly and head exchange was performed.